Event description:
According to the reporter, failure of eea stapler to release post firing resulted in leaking anastomosis and required surgeon to convert to open. Extended hospital stay. Sex: unk. Procedure: unk.

Manufacturer narrative:
.